Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 575 mg/dl. Customer indicated that he had been getting no deliveries with the pump during the fill cannula step since december. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.